Manufacturer narrative:
This report is related to MDR report 2124215-2025-68925.

Event description:
It was reported that during a laser lithotripsy procedure, the first fiber was found damaged and detached, preventing recognition by the laser. A second moses 200 fiber was then used, but it broke at the ureteroscope adapter insertion port after about one minute. The procedure was stopped and rescheduled to ensure patient safety. Both fibers were reported as easily damaged. The blast shield was checked and found not to be contributing to the issue. No patient complications were reported. This report is for the first fiber.

Manufacturer narrative:
This report is related to MDR report 2124215-2025-68925. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) review indicates that the device met all manufacturing specifications, making it unlikely that the failure was related to manufacturing. The labeling review found that the product IFU states, "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement", and "ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled". A risk review was completed and confirmed that the event of fiber break is defined in the risk documentation and is documented accordingly in the prr; this event type has been accounted for during product risk analysis to support an acceptable risk-benefit profile for the product. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a laser lithotripsy procedure, the first fiber was found damaged and detached, preventing recognition by the laser. A second moses 200 fiber was then used, but it broke at the ureteroscope adapter insertion port after about one minute. The procedure was stopped and rescheduled to ensure patient safety. Both fibers were reported as easily damaged. The blast shield was checked and found not to be contributing to the issue. No patient complications were reported. This report is for the first fiber.